Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital that the femoral neck bolt of a t2 recon nail broke. It is the same fracture and the same patient a reported in (B)(4).

Manufacturer narrative:
The evaluation revealed both lag screws to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The screws returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The bearing points visible within the proximal nail holes and on the lag screws indicate that high loads were applied to the implants; both screws were overloaded by bending and torsional forces. The proximal placed lag screw broke first step by step in a fatigue fracture and mainly spontaneous in a gliding fracture due to a torsional overload. Due to the broken lag screw the femur head was no longer secured against rotation. It rotated to approx. 180° so that the broken threaded lag screw part was located below the distal lag screw. The distal placed lag screw got overloaded and deformed towards medial. Due to the femur head rotation and most likely weak bone material both screw tips cut through the femur head. The patient details indicate that the patient is obese (bmi: 31); an overloading by full weight bearing is very likely. Furthermore the screw broke approx. 10 months after implantation; indicating that the fracture was not or not fully healed, indicating a non-union. Additionally the femur head rotation and screw cut outs indicate most likely weak bone material of the femur head and neck. All these facts did contribute significantly to the implant breakage and deformation. The IFU includes obesity, postoperatively loads, poor bone quality and non-unions as adverse effects that can lead to implant failures. Because no manufacturer related issues were detected the case is related to the patient. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital that the femoral neck bolt of a t2 recon nail broke. It is the same fracture and the same patient as reported in (B)(6).